Event description:
During an aortic valve replacement, the surgeon was opening the patient's chest and used bovie to obtain hemostasis. A ray-tec sponge was in patient's chest. Surgeon felt heat on his right hand and checked the glove for perforation and found none. Scrub tech noted ray-tec sponge was smoldering and quickly removed it from the wound. When sponge hit the air, it ignited. Sponge was thrown on floor and extinguished with cold saline. Grounding pads for bovie were placed under pad for kimberly clark warming unit. It is possible patient was not properly grounded due to multiple pads being used. No harm to patient. Procedure continued without further difficulty.